Event description:
On (B)(6) 2010, patient's mother reported the up and down buttons on the patient's infusion device was not responding. Mother stated: she thinks both buttons are not working according to the patient. Mother reported the patient is currently on his backup infusion device. Mother has patient's primary infusion device but does not have a battery cover to operate the infusion device. Mother reported the patient stated the buttons were not responding when he attempted to program a bolus. Mother stated she thinks the issue started around (B)(6) 2009. Mother reported the buttons pop back when pressed. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.